Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a vessel dissection occurred. Vascular access was gained via the femoral artery. The 3.0x28mm, 95% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and non-calcified proximal left anterior descending (lad) artery. The physician first implanted a 3.0x38mm taxus liberte and 3.75x38mm taxus liberte stents in the right coronary artery (rca). The physician then deployed the 3.0x28mm taxus liberte stent in the proximal lad but it was noted that a proximal dissection occurred. The dissection was covered with a non-bsc bare metal stent. No further complication were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).